Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to cystocele, vaginal vault prolapse, rectocele and urinary incontinence. It was reported that the patient experienced cystocele, vaginal vault prolapse, rectocele, incontinence, urgency and mesh erosion. No additional information was implanted.